Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the sensor wire detached and remained in her skin after removal. She stated that she felt something in her skin that she described as a ¿splinter,¿ but she was unable to see it. The patient did not attempt to remove the sensor wire herself and did not use any medication. As a precaution, the patient drove herself to the emergency department (ed) and underwent an x-ray. No medication was given, and imaging confirmed the presence of a foreign object. An incision was performed, and the sensor wire was successfully removed. It was not documented if any anesthesia was used. The patient did not confirm the length of her ed stay and reported no change in how she felt after the event. There was no documentation of further medical intervention. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).